Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. (B)(4). The philips service engineer (se) inspected the device. The flow sensor assembly was replaced and all tests passed.

Event description:
It was reported that the ventilator flow test was out of tolerance. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 05feb2019. Date rec'd by MFR: 04feb2019. A gas delivery system (gds) was returned to philips for analysis. A visual inspection of the returned component was performed and found that the oxygen flow sensor ceramic had been sheared in two and broken off of the gds body. The product analysis technician reported that the oxygen flow sensor could not be tested or used, therefore all testing was completed with a known good oxygen flow sensor. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found on the remaining components. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.